Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient did have concerns with their device or therapy. The patient was unable to turn off their device and in pain for 5 days. It was noted that it was ¿1/2 on¿ but it was unclear what that meant. The patient was unable to contact their doctor. The patient received a new programmer and it worked great.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that the patient programmer stopped working the night prior to the notified date. The patient was unable to make adjustments or do telemetry both with or without the antenna attached. The patient put in (B)(6) alkaline batteries today and it still didn¿t work. Her stimulation was turned off and she couldn¿t sleep last night because she couldn¿t use her implantable neurostimulator (ins) and "her legs were on fire." The patient was recommended to remove the batteries, tug on the coils, and replace batteries. Afterwards, the patient saw an error code 4300, and then it went off. It also was recommended that the patient try brand name batteries, such as (B)(6), to resolve the issue. The patient changed the aaa batteries to (B)(6) batteries and it didn¿t resolve the issue. The ins was still on and she couldn¿t turn the ins on or off either. The patient believed it was toast as it had a power on reset (por) with the error message. It was noted that it was a ¿system setup time system version¿ message. The patient felt stimulation every now and again and felt like something was crawling in her legs right now. It appeared to have occurred through product use. Upon device return, analysis found a defective digital board. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.